Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device was not working and vision gone. The issue was found during service / maintenance. There was no patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, g3, g6, h2, h3, h6. The device was returned to olympus for inspection and the reported failures was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage of the distal end of the combination scope, in this case, a rigid scope (a37025a). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.